Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the arterial monitor had no audible pressure alarms; the visual alarms were working and an audible beep occurred at startup. The device was not changed out, as the ccp finished case with the suspect monitor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported issue. The fsr replaced arterial monitor's power interface pc board (pcb) assembly. With the pcb replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.